Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the lack of pharmacy admin privileges to de-assign the bin. A technical support specialist found in mql that the customer generated a discrepancy with an sk transaction for bin 11-06. The tss discovered that the customer did not have pharmacy admin privileges. In the cubie admin screen, the item was assigned to bin 11-06, size 3. The tss opened drawer 11 in the cubie admin screen. The customer informed that there was no cubie inserted in positions 7, 8, or 9 and requested that the pharmacy be notified so an employee with pharmacy admin privileges could de-assign bin 11-06. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was opened, but no cubie was inserted in the spot. The customer reported that the user was unable to issue morphine 20mg/ml concentrate medication to a patient due to this malfunction. The customer stated that the user had entered a quantity of 0 while issuing, and the next time the user tried to issue, a different existing cubie opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.